Event description:
It was reported that prior to use foreign matter was discovered in barrel with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 1ea abg has fm in barrel.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in barrel with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, the customer found 1ea abg has fm in barrel.